Manufacturer narrative:
On 5-feb-2026, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a thermocool smarttouch sf and the device (including port, luer hub) was not irrigating. The device had been used on the patient prior to noting the issue. The presence of bubbles indicated the issue to the medical team. The correct catheter settings had been selected on the generator. There were no issues with flow rate change at the start of the procedure either. To resolve the irrigation problem, the medical team used high flow rate and strong exhaust. A syringe was also used to forcefully push fluid. However, these troubleshooting methods were not effective. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: visual analysis of the returned device revealed that the shaft was bent. An irrigation test was performed and pressure values out of specifications were observed. Dissection was performed around the shaft area and the irrigation tube was found bent in this area. A manufacturing record evaluation was performed for the finished device 31768334m, and no internal action was found during the review. The irrigation inadequate issue reported by the customer was confirmed. The potential cause of the irrigation tube bent and shaft bent could be related to the handling of the device during the procedure; however, this could not be conclusively determined. The instructions for use contain the following recommendations: purge the catheter and irrigation tubing with heparinized normal saline prior to insertion of the catheter inside the patient body. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s053. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a thermocool smarttouch sf and the device (including port, luer hub) was not irrigating. The device had been used on the patient prior to noting the issue. The presence of bubbles indicated the issue to the medical team. The correct catheter settings had been selected on the generator. There were no issues with flow rate change at the start of the procedure either. To resolve the irrigation problem, the medical team used high flow rate and strong exhaust. A syringe was also used to forcefully push fluid. However, these troubleshooting methods were not effective. A second device was used to complete the operation. There was no adverse event reported on patient.